Event description:
The manufacturer's representative reported that the pump was explanted and replaced after an implant duration of 47 months due to "battery depletion". The hcp had concerns that the pump was not working properly as patient requiring high dose per day. "Patient with normal dye study, rotor test, etc, yet minimal response with intrathecal baclofen. " the patient is receiving compounded baclofen 3000 mcg/ml at dose of 1039 mcg/day. Specific patient symptoms were not reported. Patient recovered without sequela following replacement.

Manufacturer narrative:
H6 - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.